Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h4, h6, h11. Visual evaluation of the returned impactor confirmed the handle and pad exhibited signs of use (impact marks and gouges) and the screw had fractured. Dimensional analysis determined that the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. As the device had a potential field age of more than twelve (12) years and exhibited signs of repeated use, the root cause of the reported event was attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported during knee arthroplasty that the femoral/tibial impactor screw fractured upon impaction, causing the device to disassemble. Another impactor was used to complete the procedure. No patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in chile. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.